Event description:
A user facility biomedical technician reported to fresenius technical support that a 2008t machine experienced a 'valve 104/108 stuck closed' alarm. During troubleshooting, burnt marks were found on the wiring cables going to the bibag distribution board. There was no patient involvement associated with the issue reported at intake. Multiple attempts have been made to contact the customer to obtain additional information related to the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A user facility biomedical technician reported to fresenius technical support that a 2008t machine experienced a 'valve 104/108 stuck closed' alarm. During troubleshooting, burnt marks were found on the wiring cables going to the bibag distribution board. There was no patient involvement associated with the issue reported at intake. Multiple attempts have been made to contact the customer to obtain additional information related to the reported event. At this time, no additional information has been provided.